Manufacturer narrative:
It has been clarified that no incorrect results were reported outside of the laboratory for the third sample dated (B)(6) 2019.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant thyroid results for three samples from the same patient tested on a cobas 8000 e 602 module. The first sample (dated (B)(6) 2019) had discrepant results for the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay. The incorrect results from this sample were reported outside of the laboratory to the patient. This sample was repeated on a siemens analyzer. The second sample (dated (B)(6) 2019) had discrepant ft3 and ft4 results. No incorrect results from this sample were reported outside of the laboratory. This sample was repeated on an ortho vitros analyzer. The third sample (dated (B)(6) 2019) had discrepant results for the elecsys anti-tshr immunoassay. It was asked, but it is not known if any incorrect results from this sample were reported outside of the laboratory. This sample was repeated on an ortho vitros analyzer. This medwatch will apply to the ft3 assay. Patient identifier (B)(6) for information related to the tsh assay. Patient identifier (B)(6) for information related to the ft4 assay. Patient identifier (B)(6) for information related to the anti-tshr assay. The serial number of the reporter's e 602 analyzer is (B)(4).

Manufacturer narrative:
Upon further investigation of the patient sample, the values measured at the customer site could be reproduced. It was determined that the sample contains an interfering factor against the streptavidin component of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.".

Manufacturer narrative:
Device information has been updated.